Event description:
Customer reported the system is displaying a black image, and the kvp and ma are driving to maximum while fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the ccd camera needs to be replaced. Awaiting customer permission to replace camera. (B) (4)